Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the skin split into half when using the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on april 19, 2018 revealed that the comb was bent and pretest could not be performed due to bent comb. It was also noted that the roller. Side plates, ratchet gear, pin and spring were damaged. Repair of the skin graft mesher was performed by zimmer biomet australia on april 19, 2018 which included replacement of the comb roller. Side plates, ratchet gear, pin and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was revealed that the comb was bent and pretest could not be performed due to bent comb . It was also noted that the roller. Side plates, ratchet gear, pin and spring were damaged. While during product review it was revealed that the comb was bent the roller. Side plates, ratchet gear, pin and spring were damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
(B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that while using the zimmer skin graft mesher the skin split into half once the user was ratcheting the handle. An additional graft needed to be harvested to complete the surgery. No additional consequences have been reported as a result of this malfunction.